Event description:
On (B)(6) 2022, in the evening, the customer was unconscious. The meter was temporarily unavailable for use. His brother-in-law tested the customer´s blood glucose level and received the result of 38 mg/dl. The customer was not able to walk due to low blood glucose. His brother-in-law gave him 2 glasses of orange juice.